Event description:
It was reported that when using the bd pyxis¿ es server, warning message was displayed stating multiple patient orders may not be current. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patient orders were not current. A technical support specialist (tss) documented that the case was opened after the customer reported a warning across all medication stations indicating that multiple patient orders might not be current, which resulted in delays in medication dispensing. The tss noted that the issue had begun approximately one hour prior to case creation and that no troubleshooting had been performed before the call. An attempt was made to contact the primary point of contact, but contact was not established. The tss then communicated with alternate staff, who confirmed awareness of the issue and indicated that the cause had been identified as firewall restrictions implemented by hospital information technology, which had already been resolved internally. Confirmation was received that patient information and pharmacy order data had been flowing into the system without interruption following the correction. The customer expressed appreciation for the follow-up and provided authorization to close the case, after which the case was closed. The system functioned as intended after technical support specialist troubleshot the device.